Event description:
Pt was admitted to the hosp and pt's blood glucose was checked on the suspect device. It was 42 mg/dl. Less than 30 minutes later a lab sample was drawn and it was 82 mg/dl. The pt had been given a glucose IV.